Event description:
Trinity revision (with ops used in primary surgery) of the ecima liner and biolox delta ceramic head after approximately 1 year due to dislocation.

Manufacturer narrative:
Per comp - (B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what was implanted at the revision and an update on the patient post revision was requested in order to progress with the investigation of this event. The reporter has confirmed that this information cannot be provided and thus the scope of the investigation is limited. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.